Event description:
Disposable pulse ox probe placed on left hand. Difficulty encountered while removing probe from ring finger on patient's left hand. Could not find edges of tape, when found, pulse ox split (sticky part of pulse ox remained stuck to finger). Approximately 1/2 inch of probe was still stuck to finger. Probe was pulled off finger and patient said "ouch". When checked, bruise was noted on patient's finger. Pressure was applied to prevent further bruising. Patient's family stated the patient bruises easily. A note was placed near the patient to be careful when removing tape from IV site.